Event description:
A 22mm amplatzer septal occluder was initially placed in a large defect, however, was later changed to an 18mm. The following day, the patient had a new onset of ai and the two discs were pushing on the aorta. The patient was sent to surgery where the device was removed. The patient did well following surgery. No additional information has been received by aga medical.

Manufacturer narrative:
Review of the medical records and images by aga's medical consultant resulted in the following findings: the angiograms revealed balloon sizing and multiple images of an aggressive, push-pull maneuver following device deployment. The tee during the procedure revealed a large secundum asd with a deficient superior rim. The aortic rim was also deficient in a few views, but was overall adequate. The svc and ivc rims were adequate; however, the posterior rim was small. The defect was oval shaped with a maximum diameter observed at four degrees on tee. The static diameter was small, and due to the oval shaped defect, it was difficult to ascertain the true diameter of the defect and subsequently the device to be used. The defect was balloon sized to about 15-16mm and upon further dilation; the diameter was increased to 21mm. The 22mm aso was placed, but was very large for the defect and the patient's left atrium. The 22mm aso was removed and an 18mm aso was placed. The left disc of the 18mm aso hung upon the aortic rim and the superior portion of the aso pointed toward the aorta and right atrium. The device angle was increased by the aggressive push-pull maneuver. As the device was pushed and pulled, the left disc edge turned inward toward the aorta instead of remaining outward. The tte the next day showed the same findings. The device edge was pointed at the aortic valve and distorted it. There was trace aortic insufficiency, which from the report was not seen on the previous tte. According to aga's medical consultant, the elective removal of the aso was a sound decision, although, it is not possible to predict if a complication would have occurred. The operative findings did not reveal any evidence of a pericardial effusion or of an aortic root injury.

Manufacturer narrative:
The results of this investigation are inconclusive since the implant echocardiograms or medical records were not provided to aga medical for review. Echocardiograms are needed to confirm sizing and evaluate other parameters of the implant procedure. Should additional information become available, aga medical will file a supplement report.

Event description:
Upon initial contact, advised device overheating, got hot and burned patient's mouth. When contacted for additional information, advised after procedure, small white burn patch was noticed inside cheek/lip of patient. Ointment applied to area and patient given pain medication.

Manufacturer narrative:
This event was reviewed by aga's asd adjudication board in 2009, and the following observations were reported: this patient was implanted with an oversized amplatzer septal occluder; however, a hemodynamic compromise was not experienced, as this patient had trivial aortic insufficiency (ai) on the pre-implant tee. A slight increase of ai was observed on tte the next day.